Manufacturer narrative:
Section e. Initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. The device was available for evaluation. It was reported that while the service personnel (sp) was servicing, this 980 ventilator generated two background codes: inspiratory pressure auto-offset failed and pneumatic digital converter failure. Sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all the calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for analysis: a visual inspection of the returned pcba was conducted, and no anomalies were found. The pcba was attached to the failure investigation test ventilator for analysis. An oscilloscope was also connected to measure the auto-zero solenoid response times during testing. During extended self test (est) testing, the ventilator failed the circuit pressure test, with the inspiratory auto zero solenoid not operational message three times with measured response time indicating a potential to lead to backup ventilation (buv). The fault was isolated to the auto-zero solenoid (so1). The cause of the inspiratory pressure auto offset was isolated to a faulty so1 on the ifm pcba. The potential cause of the reported pneumatic digital converter failure was a transient issue with the data from the pneumatic interface analog to digital converter. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during service this 980 ventilator generated two background codes inspiratory pressure auto offset failed and pneumatic digital converter failure. There was no patient involved.